Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was attempted to be implanted but exhibited high pacing thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID d164awg implantable cardioverter defibrillator implanted: 2007-(B)(6).